Event description:
Caller alleges in accuracy with inratio. Results as follows: date 2007, inratio 1.7, lab 4.4

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.7, lab 4.4, mean 3.05, confidence limits 1.9-4.6. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value was outside the confidence limits for inr testing. Products will be tested when returned.